Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that while at home on (B)(6) 2014, at approximately 11:00a.m. She experienced "symptoms of low blood sugar level". Customer contacted a health care professional (hcp) by phone and was advised to "eat something sweet and take glucagon injection" if she experienced symptoms of hypoglycemia. Customer was reportedly treated by a non-hcp with "4 shots of glucagon". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.